Manufacturer narrative:
Investigation summary is updated on 12may2023, therefore this additional follow up emdr is to provide such additional and complete report.

Event description:
Update philips received a complaint on the dfm100 indicating that the device failed to deliver the second and third shock. Device was used to deliver shock, and the reported issue caused a delay rescue. Patient died eventually due to a variety of reasons; customer claimed that it was not attributed to the reported device issue. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Update: philips received a complaint on the dfm100 indicating that the device failed to deliver the second and third shock. Device was used to deliver shock, and the reported issue caused a delay rescue. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device is unable to discharge during clinical use and patient passed away. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.